Event description:
It was reported that a user new to the ilet experienced recurrent nighttime low blood glucose concerns at bedtime, prompting education on carbohydrate intake to increase glucose before sleep, with current glucose noted at 88 mg/dl and steady. Symptoms included episodes of hypoglycemia. Outcomes included no injury, no hospitalization, and successful troubleshooting and user education. Investigation included case review and user counseling on hypoglycemia management and dietary strategies. Investigation of this case revealed no device malfunction and no component issue, with the device operating as designed while adapting to the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.